Event description:
The customer reported a problem with the energy selected switch. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a problem with the energy select switch. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.